Event description:
The patient's generator and lead were replaced due to battery depletion and high impedance. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was noted that the patient was experiencing an increase in seizures. The device was checked and was found to have high impedance and low battery. The device was disabled. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.